Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone catheter was received. Visual evaluation of the sample noted no obvious defects with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drainage lumen was flushed with the methylene blue and water solution, and no holes were noted. The active length of the catheter balloon was measured (0.7485") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe and gently infuse the specified volume of sterile water to inflate the balloon. 4)pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that a water leak occurred on the shaft of the catheter soon after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a water leak occurred on the shaft of the catheter soon after placement.